Event description:
It was reported that the user sought assistance pairing a new dexcom g7 continuous glucose monitor (cgm) sensor with an ilet pump and had not completed pairing while glucose readings continued to display in the dexcom app; the user was directed to enter the pairing code and complete the pairing process. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.